Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a triple recurrent incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, and bowel obstruction. Post-operative patient treatment included surgical revision and lysis of adhesions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a triple recurrent incisional hernia. It was reported that after implant, the patient experienced infection, fistula, discomfort, recurrence, pain, nausea, vomiting, adhesions, anastomotic stricture, shrunken mesh, abdominal pain, and bowel obstruction. Post-operative patient treatment included surgical revision, excision of multiple pieces of mesh, CT scan, small bowel resection, hernia repair with new mesh, fluid resuscitation, ICU, right colectomy, partial abdominal colectomy, removal of mesh, and lysis of adhesions with primary anastomosis.

Manufacturer narrative:
Concomitant product: bard ventralex patch (lot number: huaq1591). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a triple recurrent incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, nausea, vomiting, adhesions, anastomotic stricture, shrunken mesh, abdominal pain, and bowel obstruction. Post-operative patient treatment included surgical revision, small bowel resection, hernia repair with new mesh, fluid resuscitation, ICU, right colectomy, partial abdominal colectomy, removal of mesh, and lysis of adhesions with primary anastomosis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (lot# n4c1132x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a triple recurrent incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, nausea, vomiting, adhesions, and bowel obstruction. Post-operative patient treatment included surgical revision, small bowel resection and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: unknown. Procedure: unknown. Events: the patient had surgical revisions, lysis of adhesions, recurrence, pain, and bowel obstruction